Event description:
A nurse was holding the trocar for the drain in one hand and a clamp in the other hand. The nurse was pulling the sleeve of the trocar with the clamp in order to remove the protective cap covering the trocar. The nurse was pulling so hard that when the cap came off, their hand jerked and they stabbed the hand that was holding the clamp. The nurse had a glove on this hand, which was contaminated with a pt's body fluids. The puncture wound was cleansed and dressed. The wound did not require sutures or any other medical intervention.